Manufacturer narrative:
This case was reopened on june 30, 2016 to enter additional information which had been received on june 14, 2016. Additionals: age/date of birth, if follow-up, what type?, device manufacture date. Updates: pt identifier, outcomes attributed to adverse events, date of event, report date, describe event or problem, brand name, common device name, model and lot #, implant date, explant date, initial contact, health professional?, occupation, event problem codes, date received by MFR., type of reports, type of reportable event, device evaluated by MFR?, additional MFR. Narrative. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in if remedial action initiated, check type and if action reported to FDA, list correction/removal reporting number, zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to armd, debris and black fluid.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on unknown side on (B)(6) 2007. Currently the patient is being monitored due to unknown reasons.

Manufacturer narrative:
Additional information was received on (B)(6) 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event summary: patient had durom cup, implanted on the right hip on (B)(6) 2007 and revised on (B)(6) 2015 due to armd, debris, black fluid. Review of received data: surgical report of implantation reports reaming up to size 51 and implantation of a size 50 durom cup. Revision report stated that the patient had a mom reaction. Metallic granuloma, black fluid, no bone ongrowth, stem taper black discoloration, bone lysis with metal debris, blackened soft tissue were found intraoperatively. The returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. The surface of ldh head is scratched. The head is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion as well as two marks of unknown origin could be found. The outer surface of the head adapter show some possibly organic deposits. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. According to the available information, the patient was revised due mom reaction. Following observation were also reported: metallic granuloma, black fluid, no bone ongrowth on the cup, stem taper black discoloration, bone lysis with metal debris, blackened soft tissue. The retrievals exhibit poor bone on growth on the porous coating of the durom acetabular component, which is consistent with the observation reported. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).